Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. Device history record - the product code ns9009 with lot 4105627, conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 80mmh2o. The valve was visually inspected: no defect note. The valve failed for programming and occlusion. Occlusion was noted. The valve passed the test for leak and reflux. The catheter was tested, and no occlusion was noted. The pressure test could not be performed as valve could not be programmed. Biologicals debris were observed on the casing, ruby ball, spring and motor. Root cause analysis - the root cause for the reported issue and programming issue is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID: ns9009) was implanted due to idiopathic normal pressure hydrocephalus (inph) via lumboperitoneal shunt (lp) shunt on (B)(6) 2021, with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient lost appetite. It was found that the lumbar catheter had ruptured in two places around the middle through computed tomography (CT) scan. The valve was explanted and replaced via ventriculoperitoneal (vp) shunt on (B)(6) 2025. No further information was provided by the hospital.